Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient was unsuccessfully treated for persistent type ii endoleaks with translumbar coil embolization on an unknown date. The physician has stated that migration, graft integrity issues and other leak types have not been detected. It was reported that the stent graft was removed from the patient due to progressive increase in aneurysmal sac diameter and volume on event date. Pt status post explant procedure is unknown. Medtronic has received the explanted stent graft and its analysis is pending.